Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number : (B)(4); batch/lot number: 7015642; model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2408-56; serial number : (B)(4); batch/lot number: 21066848; model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that one of the patients lead had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.